Event description:
The customer reported to philips healthcare that the display of this efficia dfm100 defibrillator was not functioning. There was no pt involvement. The efficia dfm100 defibrillator, model #866199, is substantially similar to the heartstart xl+ defibrillator (model #861290) and will be reported in the united states under device model #861290.

Manufacturer narrative:
(B)(4). Follow-up report will be submitted once the investigation is complete.